Event description:
A surgeon reported a patient with overcorrection of cylinder and flipped axis, following lasik surgery in the left eye. The patient reported glare, halos and blurred distance vision. No surgical intervention has been performed. The surgeon also reported that one of the four trackers on the laser system was noted to be "off-line" during the procedure. There are two medical device reports associated with this event. This report is for the left eye. A report for the right eye was previously submitted under mfg. Report # 3003288808-2015-05166.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on alcon wavelight¿s acceptance criteria. No sample is not expected to be returned for evaluation. A review of the technical service onsite showed no abnormalities that could have contributed to this event, as the laser was successfully verified prior and after the day of the treatment. According to the logfile, no treatment was found for the reported date of event, only for the previous day. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).